Event description:
It was reported that the patient experienced a bacteremia infection and vegetation on the leads. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: evproplus-34us transcatheter valve, implanted (B)(6) 2022; 5076-52 lead, implanted (B)(6) 2017; 479888 lead, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.